Event description:
The customer reported, the c-arm rebooted during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed fmi's correcting software and power supply hardware. System operates as intended. (B) (4).